Manufacturer narrative:
(B)(4). This event was reviewed by the st. Jude medical erosion board and confirmed that erosion occurred. The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
(B)(4).

Event description:
This 22 mm amplatzer septal occluder (aso) was implanted on (B)(6) 2015. On (B)(6) 2015, the patient presented with shortness of breath, dizziness, and lightheadedness and was found to have a sizable pericardial effusion with tamponade and emergent pericardiocentesis was performed. This resolved symptoms to a large degree, and the patient was transferred to the ccu for stabilization. An echo revealed residual pericardial effusion and required further drainage. The aso remained implanted and the patient was clinically doing well and was discharged. On (B)(6) 2015, the patient was readmitted with suspected erosion. At surgery, the aso was seen protruding through the dome of the left atrium and burrowing into the adjacent aorta. There was an injury to the aorta as well, but no free flowing blood was identified. The aso was explanted and the aortic and left atrium injuries were repaired as well as the remaining atrial septal defect. The patient is recovering.